Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the investigation details the reported condition of the device overheating during usage could not be duplicated. Service completed any necessary maintenance or repairs, and the device was returned to the customer.

Event description:
It was reported that the handpiece overheated. This did not occur during a surgical procedure, so there was no pt involvement. There was no user injury or any other adverse consequences reported as a result of this event.